Manufacturer narrative:
Unit received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. Unit alarmed motor error during basic occlusion test and unable to prime during prime/ compromised force sensor system test due to faulty fsr (gold). Unable to perform, excessive no delivery test, dat test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with missing end cap sticker and stained back address serial number label.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of above 300 mg/dl and dehydration. The customer was treated with IV fluids and shots for high blood glucose. The customer did not experience any symptoms as a result of high blood glucose. Troubleshooting was not performed for high blood glucose. The insulin pump will be returned for analysis.